Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 5009425. Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7082140.

Event description:
It was reported that the patients leads were not in the correct area for the primary pain. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.